Manufacturer narrative:
The device was returned due to advisory. Bench testing was performed, which includes impedance, sensing, pacing, and hv shock output and the device was normal, and no anomalies were found.

Manufacturer narrative:
Should have been (B)(6) 2019 in the initial report.

Event description:
It was reported the device was subject to the ellipse implantable cardioverter defibrillator advisory of 20 jun 2019. Explant of the device has been performed. Procedure was successful and patient was awaiting discharge.